Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that some noise were noted on the right ventricular (rv) lead. The rate/sense portion of the rv lead was then abandoned surgically. No additional adverse patient effects were reported. Additional information received indicated that this lead was explanted and returned. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that some noise were noted on the right ventricular (rv) lead. The rate/sense portion of the rv lead was then abandoned surgically. No additional adverse patient effects were reported. Additional information received indicated that this lead was explanted and returned. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that some noise were noted on the right ventricular (rv) lead. The rate/sense portion of the rv lead was then abandoned surgically. No additional adverse patient effects were reported.